Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: agrillo, u., mastronardi, l., and puzzilli, f. (2002), anterior cervical fusion with carbon fiber cage containing coralline hydroxyapatite: preliminary observations in 45 consecutive cases of soft-disc herniation, journal of neurosurgery (spine 3), vol. 96 (xx), pages 273¿276 (italy). The aim of this study is to report the author's preliminary results in performing acf in which carbon fiber cages (cfcs) containing coralline hydroxyapatite (ha) are used as bone substitute. Between january 1998 to december 1999, a total of 45 patients (26 male and 19 female) with a mean age of 49.7 years (range 28¿77 years) were included in the study. Only patients requiring one- or two-level surgery at contiguous levels between c3¿4 and c7¿t1 for a soft-disc herniation were considered eligible. Surgery was performed using a carbon fiber cage (cfc; depuy acromed, raynham, ma). Clinical and radiographic evaluations (including standard and flexion¿extension radiography) were conducted at 1 day, 1 week (only clinical evaluation), and 1, 3, 6, and 12 months after surgery. Clinical examinations were also performed at 18 and 24 months. The mean clinical follow-up period was 22.3 months (range 14¿38 months). The following complications were reported: in 3 patients, it was necessary to correct the position of the implant before closing the superficial layers. A patient, who is a nonsmoker, had incomplete fusion revealed in the lateral radiograph obtained 3 months postoperatively. In a patient who smoked, lateral radiograph obtained 6 months postoperatively demonstrating incomplete intervertebral fusion. 5 patients still complained of slight neck and radicular pain at first 48 postoperative hours, which required oral or parenteral analgesics. 3 patients had transient hoarseness (for 3, 4, and 11 weeks, respectively). 4 patients had transient swallowing deficit (for 2, 3, and 5 days, and 1 week, respectively). This report is for an unknown depuy spine cage. This report is for (1) unknown cage/spacer. This report is 1 of 1 for (B)(4).